Event description:
A malfunction alarm was reported, and there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was informed that the pump would be replaced by technical support, and that they would receive a new pump with updated software. They were advised on using backup therapy and instructed to follow specific procedures before and after receiving the replacement pump, including returning the faulty pump.